Event description:
Intl ((B)(4)) complaint received concerning leakage/air in line with use of d1000 tego connectors. The distributors report (as translated) " leaking tego noticed. After connection of arterial line air bells appeared in line 0.5 cm after each other. Connection was stopped. Tego was replaced. After replacement there were no problems anymore." Although requested additional information concerning this incident, device set-ups was not provided. It is the mfrs. Understanding that there were no adverse pt. Consequences or outcomes. Device return: one used d1000 tego connector has been returned. Engineering testing and analysis is in progress.